Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the arterial pressure reading on the system-1 would have a pronounced swing in reading from negative to positive. The roller pump stopped due to exceeding pressure limits. The device was not changed out, as the perfusionist (ccp) moved the arterial line to the cardioplegia transducer and used a stopcock to switch back and forth when pressure information was needed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: the ccp uses disposable pressure transducer and monitoring kit with system-1 and the transducer has an adapter cable that connects to the system-1 pressure module. The transducer is supplied by ICU medical, inc. And is model transpac IV monitoring kit. Though, these transducers are meant for single use, they are re-used and the ccp mentioned that they are used multiple times at (B)(6). During priming and re-circulation of the prime solution (prior to cpb), the ccp noticed that the arterial line pressure measurement was very erratic with pressures ranging from very high positive pressures to negative pressure. At times, the measured positive pressure measures were higher than the user set alarm threshold and this resulted in the stoppage of the arterial roller pump. The pump was able to be re-started but the wide swing in pressure measurement continued. The ccp removed the pressure tubing from the arterial line and with a stopcock connected the tubing to the cardioplegia pressure transducer. This allowed the ccp to switch back and forth and alternate between arterial circuit and cardioplegia pressure measurements. This is how the ccp measured the pressures during cpb. The case was completed successfully, without issue and without associated blood loss. There was no harm observed. Clinical services spoke to the ccp after this procedure, and asked him to check the transducer connections and look for moisture in the connector between the transducer and the adapter cable. The ccp also connected a new transducer. After the checking of connections and using a new transducer, the pressure measurement has been per expectation and no additional issues have been observed.

Manufacturer narrative:
The reported complaint was confirmed. Clinical services worked with the customer and discovered that the user was reusing a pressure circuit that was meant to be a one-time-use device (other manufacturer's device). These pressure circuit components attached to the manufacturer's pressure module via an adapter cable. Data log analysis showed two ¿over range¿ messages on the complaint date. Pressure logs do not show actual pressure readings. No additional action will be taken at this time.

Manufacturer narrative:
Per the ccp, he changed out both the transducer and the cable, but still had the issue. The ccp called back 30 minutes later, and he says the pressure is working okay now after he changed out the transducer and cable again. The field service representative (fsr) was not able to verify the reported complaint. After the ccp spoke to the clinical services, he leaned the connections and allowed them to dry throughly. The erratic reading went away. The fsr downloaded the data logs and returned them to the manufacturer for further evaluation. The fsr checked operation of the pressure module with the pressure simulator and was unable to duplicate. The unit operated to manufacturer specifications and was returned to clinical use. The other manufacturer was notified by email on (B)(6) 2015.